Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no additional information available at the time of this report.

Event description:
It was reported that after implanting the multihole cup, 10 degree liner would not lock into the cup. Another liner was attempted but would also not lock into the cup so the doctor decided to cement the liner to cup. There is no additional information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: 30123605, g7 vit e high wall lnr 36mm e, lot number: 64545912, unknown cup. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2023-01035. The device will not be returned for analysis as it¿s location is not known; however, an investigation of the reported event is in progress. Once the investigation is completed, as supplemental medwatch will be submitted.